Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please provide more details on the fifth and last firing of the stapler? The last firing was a green load. All previous firings were normal. The last firing resulted in green shavings that were apparent in the patients. Surgeon was able to remove the shavings. Was the firing sequence able to be completed? Yes. Did the device lock-out (no staples deployed and no cut line started)? The device did not lock out. Did the device partially fire (start to deploy staples and cut but could not be completed)? Firing was completed. What was the appearance of the staples? (B-formation, irregular, legs straight)? B-formation. Was there any issue with the cut line (jagged, dull knife, irregular, etc)? No issues, just shavings were visible.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the fifth and last firing of the stapler, with a green reload, buttressing material, there were green shavings noticed from the reload inside the patient. The doctor was able to remove the green reload shavings and continue with the procedure. The procedure was completed with the same devices. There were no patient consequences reported.